Manufacturer narrative:
A field service engineer (fse) went on-site and found the mc probe was leaking fluid. Fse removed and cleaned vacuum valve and this resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the sample probe was leaking and that ise drifted due to the leak. No incorrect results were generated and no injury was reported.